Manufacturer narrative:
Submit date: 10/14/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports the gauze sponges were linting. The customer states that there was no patient involved.

Manufacturer narrative:
The complaint report indicated that a returned sample was not expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. The device history record (DHR) was reviewed for lot # 14m199662x and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition as described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A root cause for the reported condition cannot be specifically identified however the potential cause could occur during the cutting process; short fibers may develop as a result of a miss cut by the blades. As a corrective action in process checks are preformed to catch quality flaws and to remove the affected product. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.